Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/02/2015. (B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and suture was used. The description on the box of needles was different than assigned to the product code. There were no patient consequences.

Manufacturer narrative:
(B)(4). Actual photographic sample was visually inspected. The graphic for the assigned needle printed on the box was incorrect. The correction was performed previously. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: actual sample was returned for evaluation. Visual inspection of the pictures and the actual sample was performed. This product code must carry the cutting edge reverse needle. The graphic printed on the box was correct. The lot # jlz182 was manufactured on 10/12/2015 with the correct information. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.